Manufacturer narrative:
Updated sections: b4, d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a patient with a 25mm 3000tfx aortic valve, implanted in the pulmonary position, underwent a valve-in-valve procedure after an implant duration of 9 years, 1 month due to stenosis and regurgitation. The patient was asymptomatic. The tpvr was performed with a 26mm 9600tfx valve, and the patient was stable at the end of the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.